Event description:
Customer reported an under infusion of normal saline (nss). Nss was infusing with 1000ml to run over 1 hour. After 1 hour there was a residual of 100ml and an actual run time was 1 hour 10 minutes. No patient harm. Product return is not expected.